Event description:
It was reported that this right ventricular lead exhibited high shock impedance measurements, these measurement were on the rise. It was decided to surgically abandon the lead. Another lead was implanted instead. No further adverse patient effects were reported.